Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a tibial leveling osteotomy procedure on an animal, it was observed that the attachment device was not staying in the locked position while in use. There were no delays in the surgical procedure as an identical spare device was available for use to successfully complete the surgery. There was no human patient involvement as this was a veterinary procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.